Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection: a visual inspection of the returned autopulse platform was performed and found no physical damage was noted. A review of the archive was performed and multiple user advisories (ua) 12 (lifeband not present) message was observed on (B)(6) 2016. Functional testing could not be performed due to ua 12 error code. Reset switch (belt switch detect assembly) was readjusted properly to remedy the ua 12 error code. In summary the customer's reported complaint that the platform displayed ua 12 was confirmed during functional testing. The root cause for ua 12 was reset switch (belt switch detect assembly) was not properly positioned. After adjusting the reset switch properly, the platform passed all testing.

Event description:
It was reported that the platform displayed user advisory 12 (life band not present) message that could not be cleared after troubleshooting and replacing the lifeband. No patient consequences were reported.